Manufacturer narrative:
The returned device was examined visually. Red material is no longer on the threads as it was presented in the complaint image. There are trace amounts of a red-orange material on the threads. Because of the location (deep in the threaded hole) and the conformance to cover the entire thread surface, it's most likely the red substance encountered was loctite #263. Loctite #263 is used to secure the handle to the resection guide and is red in color. The handle is not intended to be disassembled and there are no instructions for it in the IFU or surgical technique.

Event description:
The doctor was using the cutting guide during an arh surgery. He tried to dismount the handle of this instrument when he saw a red liquid in the thread of the handle. They thought that it was blood, but were not completely sure. There was a 30 minute delay in surgery.